Event description:
Covidien received info stating that an 840 ventilator stopped cycling while in use on a pt. The pt was removed from the ventilator and placed on a second ventilator. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
Covidien reference number (B)(4). The covidien customer support engineer (cse) inspected the device and found error codes relevant to the malfunction. The cse replaced the breath delivery unit (bdu) printed circuit board (pcb) and upgraded the software to the current revision. The cse performed extended self-testing on the device and all tests passed.